Manufacturer narrative:
Follow-up #2 date of submission 04/17/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed evidence of partially discharged battery installations. During testing, the pump was powered on and the display screen appeared fully illuminated and functional. No damage was found to the battery compartment or any other part of the casing. The pump was exercised for 24 hours with no power interruptions, errors, alarms, or warnings. Current draws measured within specifications. The pump case was removed, and no evidence of moisture ingress or loose components was found.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter indicated that the display screen was not able to be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The following additional information was also reported to animas on (B)(6) 2015: the reporter stated that the pump did not appear to be emitting low battery warnings prior to replace battery alarms; however, the display screen was too dim to review the alarm history, and the replace battery alarms that were detected were very difficult to see.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.